Event description:
It was reported that "sensor failure" occurred. The sensor was inserted into the abdomen. On (B)(6) 2026, the patient experienced a severe hypoglycemic event. Earlier in the day, the patient was in another room when her husband heard an unusual sound. Upon checking on her, he found her unresponsive. A fingerstick blood glucose test was performed, showing a reading of 35 mg/dl. At that time, the patient¿s cgm indicated a sensor failure. The patient was administered a glucagon injection; however, after approximately five minutes, a repeat blood glucose test continued to show 35 mg/dl. Her husband then called emergency medical services (ems). When paramedics arrived, they performed another fingerstick, and the patient¿s blood glucose was noted to be increasing, though the specific value was not documented. The patient was treated with intravenous glucose and transported to the hospital for further care. At the hospital, she received additional treatment, including orange juice and crackers. She remained under observation for approximately 5¿6 hours before being discharged. No further medical evaluation or intervention was documented. At the time of the report, the patient was described as very tired, but it was understood that she had recovered from the hypoglycemic event. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.